Event description:
It was reported that a pump has a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The evaluation reproduced the reported system error 105 caused by a failed motor assembly. The motor assembly was replaced.